Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor was drawing excessive current. Upon evaluation, there was corrosion on multiple components of the monitor ca board and table boards. The cause of the corroded components was liquid contamination. The root cause of the contamination is liquid ingress of an unknown liquid. No adverse event resulted from the contaminated monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the device would not power on.